Event description:
The customer called to report that the suspect device has blood glucose results in memory as follows: 111, 181 and 666mg/dl. The device was authorized for return to the manufacturer for evaluation.